Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii or IV.

Event description:
Patient reported right side ¿capsular contracture, baker grade iii or IV" and concern due to "recalled breast implants." Patient also reported they were diagnosed and treated for polycythemia vera (blood cancer), thyroid cancer, fibromyalgia, lupus, rheumatoid arthritis, osteoarthritis, degenerative disc disease, all of which they believe caused psychological issues¿; these events are not device related. Device was explanted.